Event description:
There was an allegation of a questionable sodium electrode result from the cobas 6000 c501 module. The initial result was 128 mmol/l, and the repeat result was 139 mmol/l. The questionable result was repeated because the customer did not find it to be believable and it was not released outside of the lab. The repeat result was deemed to be correct.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) found salt bridge buildup around the reference electrode. The fse cleaned the buildup and verified the instrument by performing an ion-selective electrode check, calibration, and qc, and performed a 21-cup precision successfully. The investigation determined that the service action resolved the issue.